Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to noise on the rv lead. Noise was reproducible. The physician stated the lead was fractured. The lead was capped and replaced.